Event description:
Event description: the pt was admitted with a diagnosis of severe aneurysm. A nasogastric feeding tube was placed with the assistance of the cortrak enteral access system. An x-ray was done for placement confirmation which showed the tube in the left lung resulting in a pneumothorax.

Manufacturer narrative:
Feeding tube placement is dependent on the clinician and pt. The actual tube/stylet does not influence where it is placed. The cortrak tracings received from the customer show that the placement was not a typical gi placement. The cortrak used will not be returned and is still in use at the facility. No feeding tube sample is available for evaluation.